Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. It was reported when the patient had their second pump replaced, the pump seemed to be hiding in the hip bone area and ¿over further than it was.¿ the patient reported it was frustrating because it was difficult to use their personal therapy manager (ptm). It was indicated the ptm did not work well because the pump was hiding on the hip bone area. It was reported this occurred in 2012. It was also reported the patient¿s pump was replaced due to normal battery depletion. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's pump was still implanted and was functional. It was reported that the patient's pump was not behind her hip bone. The cause of this issue was unknown/patient weight gain. There were no problems with the pump. The replacement in 2012 was due to normal battery depletion. The patient did not experience any symptoms related to this issue as there was no issue related to the pump or the ptm due to the pump location.